Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving therapy via an implantable pump for non-malignant pain. It was reported that the patient was in the clinic and the pump could not be interrogated using either of the two tablets that they have there. The caller stated he did an x-ray and confirmed the patient's pump was not flipped. It was noted that the caller was not using a cord with the communicators and that there was no electromagnetic interference present.